Event description:
It was reported that the patient ¿lost charge¿ and could not ¿get the placement correct.¿ the caller was not sure if the implantable neurostimulator (ins) battery was too low and the ins turned off or if they were seeing the screen prompting them to charge. The caller noted that they were having a hard time placing the antenna and did not think it was charging all the way. It was noted that a coupling problem was reported. The caller stated the patient charged over the clothing and did not use the shoulder belt because it was ¿cumbersome.¿ while on the call, the caller reported seeing the normal recharge screen and the patient was charging 0-25%. The caller stated the patient was seeing two bars. The ins was currently off. The caller noted that they came home and the patient was in ¿bad shape¿ and ¿shaking.¿ the caller further noted that the patient was not shaking on the date of report. The caller stated that the patient seemed to get the best success when they put the antenna ¿up and under.¿ the caller noted that they could see the ins and were placing the antenna on it. The caller noted they did not know if the ins moved around and that was the reason why they could not get a good connection. The caller inquired if the patient had an overdischarge. The caller was redirected to the patient¿s healthcare professional (hcp). It was further reported that the caller was not able to adjust stimulation. It was noted that the ins device was powered off. The patient was able to charge and the caller stated the patient was ¿about half full.¿ the caller was not sure how to turn stimulation back on. The caller verified the stimulation was on and the battery was okay on the patient programmer. The caller stated they had tried doing ¿that¿ earlier but it did not work. It was noted that the caller was curious to see if the ins got turned off due to the patient ¿tinkering in the garage¿ as they ¿were around magnets.¿ the caller mentioned they were not checking the battery correctly but through education on the previous call they were now aware how to properly check the ins battery. It was noted that the action resolved the reported issue. Additional information received reported that the stimulation turned off during the night on (B)(6) 2013 and the patient did not know how to turn it back on. While the patient was being walked through turning the device on the patient¿s family member came on the line and stated the patient was getting the low battery screen on the patient programmer. The patient inquired how long it would take to recharge.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40 lot# v006872, implanted: (B)(6) 2006, product type: lead. Product ID: 748251 lot# serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37651, serial# (B)(4), product type recharger. Product ID: 37642, serial# (B)(4), product type programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 64001, lot# n400602, implanted: (B)(6) 2013, product type adapter. Product ID: 3387s-40, lot# v006872, implanted: (B)(6) 2006, product type: lead. (B)(4).